Event description:
Procedure: tap transabdominal preperitoneal. According to the reporter: the device was inserted into cavity and extended. The shaft coating part became everted and could not be returned to its original position. Another device was used to complete the case. There was no additional bleeding, nothing fell into the patient's cavity, and no tissue damaged. Operative time was not extended more than thirty minutes. No patient info available.

Manufacturer narrative:
(B)(4).